Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was there a delay in the operation because of this? Yes. How much? About 20 minutes. Is the packaging intact from the blade? No. Is lot known? No. Will photos be presented? No. What does honey think about this? Staff? What efforts have been made to locate the tissue pieces during the procedure? - an attempt was made to visualize a fragment of the blade both in the abdominal cavity and outside the patient. Has this procedure been converted to open? No. Are there any plans for hidden objects? No readings yet, possibly x-ray. Has the patient's treatment changed as a result of this event? No. What is the current status of the patient? No effect on the patient's health noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown demonstration operation, the harmonic hd attachment blade (harhd36) was damaged and the blade was fragmented. The blade fragment could not be found.